Event description:
The customer reported that system displayed several low kv (kilovolts) error messages and that the system could not produce a usable image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were cleaned and regreased and a filament calibration was performed. The system was then found to be operating as intended.